Manufacturer narrative:
The insulin pump had operating currents within specification. The insulin pump passed the self test, reset error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No traces of moisture were noted at the keypad traces, electronic assemblies or motor assemblies. The insulin pump was received with a cracked case at the display window corners, reservoir tube and battery tube threads, and minor scratches on the display window.

Event description:
The customer reported via telephone call that there was moisture visible under the display. The blood glucose reading was 48 mg/dl. The insulin pump had been worn in the pool. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.